Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty transistor on the analog board.analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed "system fault 36", "system fault 37", "defib fault 79", "pacer fault 122", "paddle fault", "pacer fault", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.